Event description:
The lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012. The lead was capped due to product performance issue. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)